Event description:
Technician found siderail loose and it won't stay up.

Manufacturer narrative:
Technician found missing siderail post lower pivot and shoulder bolt. Technician replaced missing parts to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.